Event description:
It was reported that the tubing of thirty (30) clearlink system continu-flo solution sets separated from the first clearlink y-site below the port. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: the actual device was not available; however, thirty (30) companion samples were received for evaluation. A visual inspection was performed, and two (2) samples with low insertion level of the tubing were observed. A pull test was performed, and the 2 samples presented a separation between the bonded components between the first y-site below the port and the tubing. The reported condition was verified. The root cause is an improper manual assembly due to a low insertion of the tubing into clearlink component, this condition could lead to a low interaction between both components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to b5: b5: the customer reported they had about 10 incidents and no actual samples were saved. They returned 30 companions. H11: should additional relevant information become available, a supplemental report will be submitted.